Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low battery life and center button was intermittently difficult to press. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for keypad anomaly. Customer states the pump was neither dropped nor exposed to moisture. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Pump passed active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 3.0 received the lowbatteryalert (104) on 01/18/2026 05:18:00 after more than 7 days at 19.56 days. Battery cycle 2.0 received the lowbatteryalert (104) on 12/29/2025 15:52:00 after more than 7 days at 19.41 days. Battery cycle 1.0 received the lowbatteryalert (104) on 12/10/2025 05:58:00 after more than 7 days at 38.41 days. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap locks properly in place in the reservoir compartment noted. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.